Event description:
It was reported that the device was at elective replacement indicator (eri). At explant, it was difficult to remove the set screw on the ventricular lead port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed normal battery depletion that meets expected longevity. It was also noted that the grommet was damaged and the set screw was lodged.